Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 12 pm. The patient manages her diabetes with insulin. It is not known if the patient made changes to her usual management routine. About 130 pm that same afternoon, after the start of the alleged issue, the patient claimed she felt symptoms of headache and blurry vision. The patient reportedly visited the urgent care/ clinic and was administered humalog insulin (20 units) as treatment. The patient reportedly tested on another device; however, results were not provided. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest to resolve the alleged issue. The patient declined to be sent replacement products. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.